Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department; the customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.